Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that he customer was hospitalized for diabetic ketoacidosis and high blood glucose. It was reported that the customer's father did not believe the device was at fault for the hospitalization. The father states that at the hospital, the pump was used and it worked well. It was determined to be a site issue. The customer's blood glucose level at the time of hospitalization was over 300mg/dl. The customer had their blood glucose levels stabilized and was then discharged. The customer's mother believes the cannula may have been bent, but was never confirmed. The customer was advised that it may have been site issues where the insulin was not being absorbed well. No further assistance was needed at this time.